Manufacturer narrative:
No patient involvement. On 8/11/2016: a medtronic field service engineer visited the site and tested the system. Unable to replicate issue. Fse performed fluoro/rad gain calibrations. Performed invalid home. Performed multiple 2d/3d exposures. System performed properly.

Event description:
A medtronic representative reported that while trying to perform fluoro/rad gain calibrations on the o-arm, the pendant displayed "x-ray disabled, standalone mode." When they tried to turn off the mvs (mobile viewing station," a blue screen appeared. After rebooting, the system would not take a 3d spin, it would make a short beep, and the rotor would spin, but it would not actually take an image. No patient present.

Manufacturer narrative:
A review of the software logs found there appears to be a problem with the detector communication as evidenced by the log "resetstate failed, error code: timeout", around the time user attempted to perform a rad gain calibration. The user reset the system and was unable to scan during a fluoro gain calibration due to an x-ray initialization time-out. The detector subsequently reported the error "varian [preparefluorogaincal]: preparegaincal_failed", which most likely the cause of the x-ray time-out. The reboot during rad calibration may have left the detector calibration in a bad state and led to the subsequent time-out. This is a suspected hardware issue. The software is working as designed. As previously reported the medtronic representative was unable to replicate the issue. The medtronic representative opted not to replace any components at the time of the issue and opted to monitor the system for recurrence.